Manufacturer narrative:
Additional information: h11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the port of the set effluent pressure pod was deformed. The lines of the set are provided by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pressure sensor of a prismaflex m150 set was observed to be defective and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.